Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that in the middle of an unknown procedure, the cassette was spontaneously removed from the pump at least three times. This caused the flow of liquid to the joint to be restricted. To continue with the flow of liquid to the joint, constant pressure was applied to the pump to keep the cassette in. A surgical delay greater than 30 minutes was reported. The procedure was finished with the same device with no patient injuries.